Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to achieve hemostasis was confirmed based on the returned device condition. The reported, but unconfirmed, experience of vessel locator button was not as far out as normal; the button would not lock the vessel locator wings in place, difficult to deploy vessel locator wings, difficult to deploy thumb advancer, noted damages to the exchange sheath, fex-guide, garage leaves and bent vessel locator wings appear to be related to the operational context of the procedure. Difficult to remove device from patient body and noted broken vessel locator wing appear to be related to related to the operational context of the procedure. Failure to achieve hemostasis and applying manual arterial compression to achieve hemostasis appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities/ exceptions issued to the reported lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on a visual and functional inspections/analysis of the returned device and record review, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, five sterile, unused starclose se devices with the same part and lot number as the used complaint device were returned for evaluation. Functional testing was performed on the returned devices and all sterile devices performed as expected with no anomalies noted and the clip was deployed successfully for each device. Based on review, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was reported the safety release mechanism was not used to facilitate removal of the device and the device was damaged before use. Per the starclose instructions for use: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending between the index and middle fingers. Provide counter-traction with the left hand on the patients body, and assertively pull the device out with the right hand.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary angioplasty. Reportedly, the vessel locator button was not as far out as normal; the button would not lock the vessel locator wings in place. Attempts were made to remove the device manually, but it would not come out of the patient anatomy. The safety release mechanism was not used. The thumb advancer would not advance, therefore, the sheath was manually split and removed. The clip was then deployed. Hemostasis was not achieved. Manual arterial compression was applied for 5 minutes and hemostasis was achieved. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the failure to use the safety release mechanism to remove the device. Per the instructions for use: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending between the index and middle fingers. Provide counter-traction with the left hand on the patients body, and assertively pull the device out with the right hand. Failure to follow steps. This code is used to address the use of the device when the device appeared defective. Per the instructions for use- warnings: do not use the starclose se vascular closure system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.